Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not charging. The wall adapter and cable were changed and the pump was charged. Blood glucose was 167 mg/dl.